Event description:
Pt had an egd with bravo capsule placement; however, the suction device released the capsule prematurely and it fell out. Pt had prolonged anesthesia until a new one could be sterilized and calibrated.